Event description:
This report is filed on the first clip delivery system (10286275/(B)(4))that detached from the anterior mitral valve leaflet and intervention was attempted. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 3. The clip (10286275/(B)(4)) was implanted and the mr was reduced to 1-2. Some difficulty was noted during placement of the clip due to poor echo conditions as a result of the patients anatomy. Additionally, it was reported that there was less co-adaptation from the leaflets. When the second clip delivery system (cds) was being prepared, the first clip became detached from the anterior leaflet due to wrong interpretation of the leaflet insertion assessment. There was no leaflet damage noted. An attempt was made to position the second clip (10286275/(B)(4)) for stabilization of the implanted clip, and to reduce the mr grade, but this was unsuccessful due to the difficulty with imaging. The procedure was aborted, and the mr grade remained at 3. The patient was clinically stable post-procedure and may be planned for surgery. It was also noted that there was a clinically significant delay in the procedure due to the leaflet detachment and attempting to position a second clip. No additional information was provided.

Manufacturer narrative:
(B)(4). Concomitant products: mitraclip system: steerable guide catheter (sgc 10255635/(B)(4)), lift, support plate, stabilizer. The incident information was reviewed; however, a failure analysis of the complaint device could not be performed because the product was not returned for analysis. Potential causes for the incomplete coaptation can include, but are not limited to, manufacturing anomalies, patient conditions (such as anatomical morphology/pathology, associated comorbidities, and disease state), user technique and procedural conditions (procedural circumstances influencing the ability to grasp the leaflets). With respect to the patient condition, procedural conditions and/or user technique, the difficulty in bonding both leaflets may be influenced by the difficulties with visualization or morphology of the mitral valve, including tethering of the leaflets, chordae interaction, or leaflets that are thinner/thicker, restricted and prolapsed. The physician attributed the incomplete coaptation to difficulty with imaging. Based on the information reviewed, the reported incomplete coaptation appears to be related to procedural conditions and not a product quality deficiency. A review of the device history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database indicated there had been no similar incidents reported for this lot. Based on the information reviewed, there is no indication of a product deficiency.